Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss attended and observed a surgery procedure. The fss indicated the surgery center uses opo65 reusable tubing pack. The surgery center had been overusing the tubing packs. The tubing pack was changed out. The surgery session was completely successfully. The fss provided training awareness on cleaning the vacuum transducer as suggested. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a posterior capsule broke. A brief description from the surgery center indicated the chamber collapse leading to a capsule tear. As a result of the broken capsule, an unplanned vitrectomy was performed.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.